Manufacturer narrative:
Batch review performed on (B)(6) 2018; lot 179701: 100 items manufactured and released on 06 march 2018; expiration date: 2023-02-18 no anomalies found related to the problem. To date, 73 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 3 weeks after the primary and the pathogen is unknown at this time. The surgeon performed a washout and poly swap and the surgery was completed successfully.